Event description:
It was reported that an m. Blue valve (#fx846t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the valve caused an over-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection during the investigation, scratches on the outer housing of the valves, were determined. Permeability test a permeability test has shown that the m.blue is permeable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve istested in both the horizontal as well as the vertical position. The results show that the valve is operating within the specified tolerances in both positions. Adjustment test the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational, and the braking force is within the given tolerances. Internal inspection after dismantling of the valve, deposits were found in m.blue. Results based on our investigation results, we can determine visible deposits in the m.blue. The deposits did not affect the technical properties at the time of the investigation. At the time of the examination, we were unable to determine how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected the function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system, depending on its location, quantity, and consistency, leads to a deterioration in properties. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.